Manufacturer narrative:
Lot: 66513400 expiration date: february 26, 2018. Concomitant product: 1885061hs - bur 3pk round diamond 5mm 15de; manufacture date - may 1, 2013; lot - h8730990; use by - may 1, 2021. Product analysis: (B)(4): the inner shaft was found broken near the proximal end of the blue hub. The broken shaft measured approximately 15mm from the hub. The inner shaft assembly with spiral wrap could not be completely removed from the outer shaft likely due to the outer shaft being bent (curved). The bur head was observed and appeared to be free of damage. There were no dimples observed on the blue hub to indicate customer misloading of the device. Based on the evaluation, there was no evidence present for a manufacturing defect or customer / user error or mishandling. The breakage may likely be attributed to operational context, where possible procedural / anatomical / operational factors may have been encountered by the customer during use. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to its breakage in this manner. (B)(4): there was no obvious damage noticed. The inner shaft was intact and not broken at any location. The bur head was intact and was also not broken/detached. The sample was functionally tested with integrated power console and handpiece. The sample was found to function and oscillate without any issues. No fault was found on the device with respect to breakage or device functionality. Manufacture date: march 8, 2010 metho: actual device evaluated, visual inspection. Result: deformation problem; conclusion: operational context caused or contributed to event.

Manufacturer narrative:
(B)(4).

Event description:
During a procedure, both burs ((B)(4)) were broken a few seconds after starting rotation, which resulted in fragments. Follow-up with the customer indicates that both burs broke at the shaft and that all fragments were removed from the surgical field. No additional medical intervention was required to remove the fragments. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.